Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Conversion of mako bicompartmental to primary knee

Manufacturer narrative:
Reported event: an event regarding a pka revision involving a rio surgical arm, catalog: 203999 was reported. Method & results: -device history review: not performed as the device being inspected is software. -complaint history: based on the device identification the complaint databases were reviewed from 2011 to present for similar reported events regarding patient revision from pka to tka. There were six other reported events for the listed catalog number. ((B)(4)). Conclusion: device inspection could not be performed, no session data was provided. The device was not returned for evaluation.

Event description:
Conversion of mako bicompartmental to primary knee.